Event description:
Healthcare professional reported right side breast pain and rupture diagnosed via ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: the device related to the reported events pain and rupture was received on january 08, 2025 with lot number 2865411. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening and observed a missing piece of shell assessed as inconclusive. Shell thickness within specification. ¿ pain: unable to observe as it is not related to the device. No additional observations performed on the device. No further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture. Device photo evaluation: visual analysis of the photographs identified. Pain: unable to observe, since it is not related to the device. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, right side breast pain and rupture. Diagnosed via ultrasound. The device has been explanted and replaced.